Manufacturer narrative:
Examination of the returned device confirms the complaint of handle damage; the handle is cracked. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The instrument is broken. Update mar 13, 2017, follow-up received from the territory indicates the tab on the end was broken. Update mar 14, 2017, upon product evaluation the handle of the instrument is broken.